Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular and atrial leads exhibited noise. No intervention was performed, and the patient experienced no consequences.